Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, weight, ethnicity: patient age at time of event, weight, ethnicity and race was not provided for reporting. Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for one (1) bab waterblock plus large 2.9x2in 10s USA (B)(4). Lot # is not available. UDI # is (B)(4). Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records cannot be performed without a lot number. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00082. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with bab waterblock plus large. The consumer stated that she recently had surgery to replace her pacemaker. The consumer used the product to keep the area clean and dry. Upon removal of the product her stitches were disrupted. The consumer had to have her stitches taken out and new ones added. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00082. The same patient is represented in each medwatch.